Event description:
It was reported "the piston isn¿t in as good working order than it was initially." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.